Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging test strips missing. The reporter alleged that the vial of 10 one touch verio strips in the one touch verio iq starter kit was missing when the customer received it and the seal of the box was broken. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.